Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged that the inaccuracy issue started about 5 weeks prior to contacting lfs. He reported that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result of ¿104 mg/dl¿ on the subject meter compared to an unknown result on an unknown meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin. He reported that following the start of the alleged issue, he had taken an increased dose of novolog insulin. He reported that an unknown time later, he became ¿unconscious¿. He reported that the emergency medical services (ems) were contacted and he received IV fluids (type unknown) from a healthcare professional (hcp) to treat his symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was intact. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Unconscious with hcp intervention, after obtaining an alleged inaccurately high result on the subject meter and administering an increased dose of insulin.